Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The date on the meter was set incorrectly to (B)(6) 2022. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 8:30 am, the result was 4.7 inr. At 11:00 am, the patient stuck a different finger, and the result was 4.7 inr. At 2:00 pm, the result from a laboratory using an unknown reagent was 3.4 inr. This result was considered correct. The therapeutic range was 2.0 to 3.0 inr and the patient tests once a month.